Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior a left main heart catheterization intervention with impella support. Reportedly, there was no suture with plunger removal for the first proglide. The second proglide suture was placed successfully. The third proglide knot was outside the anatomy after plunger removal and was removed. The fourth proglide suture was placed successfully. The sheath was upsized to a 14f. Due to improper wire use, the impella came out of the artery so the physician decided to close the artery with surgical suturing and not the proglide sutures. There were no issues with the successfully placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.